Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for an ablation procedure to treat atrial fibrillation (af), a faradrive steerable sheath clear was selected for use. It was observed that there were white marks on the sheath handle. Subsequently, the sheath was replaced and not used. The procedure was completed successfully with a different sheath and there were no patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. Visual inspection of the sheath noted white marks on the handle of the sheath. Functional testing of the sheath noted the sheath could successfully achieve and maintain deflection. The faradrive steerable sheath was attempted to be leak and aspiration tested. This was unsuccessful as water was observed to leak from the handle cap at the initial pressurization of the sheath. Thus, no leak testing could be performed on the faradrive steerable sheath. Microscopic inspection of the hemostatic valve identified that the inner valve was torn, and the valve was not sealing properly, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific. The returned sheath was sent to the analytical lab for compositional testing. Compositional testing determined the white foreign material to be consistent with saline and bodily fluid.

Event description:
It was reported that during preparation for an ablation procedure to treat atrial fibrillation (af), a faradrive steerable sheath clear was selected for use. It was observed that there were white marks on the sheath handle. Subsequently, the sheath was replaced and not used. The procedure was completed successfully with a different sheath and there were no patient complications. The device was returned for analysis.